Event description:
Customer called lfs in 2002 regarding one touch profile meter. Customer was feeling low blood glucose symptoms. Customer ate food and drank beverage. Customer got a reading of 276 md/dl (unknown date and time of test). "Customer taken to the hospital because meter was giving normal readings, but customer was actually high." Comparison with a capillary vs venous sample is done. Unknown test results. Meter was being cleaned incorrectly. Sending letter.